Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead was found to be not capturing at max output and had impedances of greater than 2500 ohms. The physician suspected a lead fracture and this lead was capped on (B)(6) 2018. The capped lead was then explanted on (B)(6) 2019.

Manufacturer narrative:
Upon receipt, the two leads under complaint were found fragmented. The safio sn (B)(4) was cut approx. 52.5 cm proximal to the lead tip and the sn (B)(4) was cut approx. 45.5 cm proximal to the lead tip. Only the distal fragments of the two leads were received for analysis. During the visual inspection of the lead fragments, multiple abrasion marks were noted. In particular around 12 cm proximal to the lead tip, the safio sn (B)(4) showed a rubbed through insulation. Consistent with this insulation damage, the safio (B)(4) showed a rubbed through insulation around 5 cm proximal to the lead trip. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume both leads had been subject to severe mechanical stress in the implanted state due to constant mutual friction. Diagnostic images clarifying this assumption were not available. The manufacturing process for the two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the two available fragments did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this rv lead was found to be not capturing at max output and had impedances of greater than 2500 ohms. The physician suspected a lead fracture and this lead was capped on (B)(6) 2018. The capped lead was then explanted on (B)(6) 2019.